Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal infumorph 25 mg/ml at an unknown dose via an implanted pump for non-malignant pain and degenerative disc disease. It was reported that they got back more than expected at refill last year in (B)(6). It was reported the catheter was revised in (B)(6) 2024 {refer to manufacturing report number: 3004209178-2024-23669 regarding catheter revision and previous volume discrepancies}. It was reported at the next refill in (B)(6) they were expecting 14 ml and got back 7 ml. At refill today, they were expecting 18 and got back 13. The agent reviewed considerations around volume discrepancies. The hcp noted that the patient was clinically doing well and was not currently a candidate for surgery. The issue was not resolved through troubleshooting.